Manufacturer narrative:
Right footend siderail.

Event description:
It was reported by service report that the footend right side rail did not latch. No pt involvement or adverse consequences were reported.